Event description:
A health care professional (hcp) reported an impedance measurement of plot 4 (left side) measured greater than 4,000 ohms. This plot was being used for the stimulation. Due to the lack of clinical effect, the stimulation parameters were modified. Stimulation was stopped at the level of plot 4 and stimulation was introduced at the level of plot 5.